Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline device. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2008 began experiencing extreme fatigue 2 years post implantation. She was prescribed provigil by her physician. Over the years, her severe fatigue has continued and she has been diagnosed with hashimoto's disease. She is experiencing joint pain in her legs and fingers. She also has severe neck and shoulder pain for the past 5 years. No product issue, such as rupture, was reported. No explantation was reported. No patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available. This report is for the left device.